Manufacturer narrative:
The device was not returned for evaluation as the screw was discarded after the revision and the rod was left in-situ. It is unknown if the patient followed post-operative physical restrictions. Radiographs, interviews and the review of similar complaints suggest that the rod separations are the result of incomplete lock screw final tightening, insufficient rod length, cross-threaded lock screws and or rod contouring/reduction challenges. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: ¿ bending, fracture or loosening of implant component(s): loss of fixation..." "...care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique)..." '...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..." "...the bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct. Cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. All set screws should be final-tightened with the counter- torque and torque t-handle. Do not final-tighten through compression instruments in the set, as the rod may not be able to normalize to the tulip..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...step 4: rod & lock screw insertion after cutting the rod to length and contouring, place the rod into the implants and insert lock screws to provisionally secure the rod. The rod holder may be used to assist in placing the rod. Use the longitudinal lines to ensure the rod is placed in proper sagittal alignment. To release the rod, depress the button at the center of the proximal ratchet. The multi-load lock screw starter can be used to deliver up to eight lock screws when no reduction is required. To turn the gray central sleeve counterclockwise to fully retract the distal sleeve. To insert the distal end into the lock screw (5.5 or 6.0mm, cannulated only), ensuring the silver side of the lock screw is facing up. To once the lock screws have been loaded, turn the central sleeve clockwise to compress the lock screws together. Do not hold onto the central sleeve during lock screw delivery, as this will cause the distal sleeve to retract, preventing adequate compression of the lock screws. To after delivery of each lock screw, rotate the central sleeve clockwise until resistance is felt prior to delivering the next lock screw. Tip: the lock screws on the multi-load lock screw starter must be compressed by the central sleeve after delivery of each lock screw to ensure proper engagement into the tulip. If reduction is required, use the lock screw starter to load a single lock screw and deliver down the reducer of choice..."

Event description:
On (B)(6) 2019 patient underwent an interbody fusion procedure with posterior fixation at s1-l2 levels without a reported issues. During a routine follow up radiographs identified that a rod pulled out of the set screw at the bottom of the construct. On (B)(6) 2019 a revision procedure took place, replacing the lock screw and securing the rod. No patient harm reported.